Manufacturer narrative:
¿ As found condition: the pipeline flex shield device was returned for analysis, stuck inside the returned phenom 27 catheter, inside a sealed biohazard bag, and inside a shipping box. ¿ damaged location details: the pipeline flex shield tip coil was in good condition. The distal and proximal dps restraints and dps sleeves were intact with no damage noted. The distal wire was observed to be broken proximally to the dps sleeves. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation or damage. No bends or kinks were found on the pusher wire. The braid¿s distal end was open and frayed, while the proximal end was not open and frayed. The braid¿s middle section was fully open without damage. The phenom 27 catheter tip and marker were examined, and no damage was noted. The catheter body was in good condition. No voids or flashes were found in the catheter hub. No other anomalies were found. ¿ testing/analysis: the broken end of the distal wire was sent out for scanning electron microscopy (sem) failure analysis testing. The scanning electron microscopy (sem) test result indicates that the broken end exhibited mechanical damage that obscured fracture features, preventing the determination of the failure mode. The surface adjacent to the fracture exhibited corrosion-related features. The phenom 27 catheter total and usable lengths were measured within specifications. The catheter was flushed with water and was found patent. The catheter was tested by running an in-house 0.026-inch mandrel through the hub and tip without issues. ¿ conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at distal¿ report could not be confirmed, as the distal end of the returned pipeline flex braid was open and frayed, while the proximal end was not open and frayed. However, the cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, an improperly sized braid to the anatomy, an overstretched braid during delivery, the user deploying the braid in the vessel bend, or a damaged braid. The braid can be damaged due to over-manipulation, deployment techniques, advancing or retracting the delivery wire against resistance, or deploying/re-sheathing against resistance. However, the cause of the braid damage could not be determined. In addition, the distal wire was found to be broken. Based on the sem test result, the broken exhibited mechanical damage that obscured fracture features, preventing the determination of the failure mode. But the surface adjacent to the fracture exhibited corrosion-related features. However, the cause of the break failure could not be determined. The damage to the braid (fraying) indicates that high force was applied. The damage likely occurred when the customer attempted to advance the pipeline flex shield device through the phenom 27 catheter against resistance. However, the cause of the resistance could not be determined. Possible causes of resistance include a lack of continuous heparinized saline flush during the procedure. However, the cause of the event could not be determined. ((B)(6) (B)(6) 2026). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the vessel tortuosity was moderate. The patient was recovering from the procedure with no problems and did not experience any symptoms in particular related to the event. There is no procedural/ post procedural imaging available. Resistance occurred in the distal part of the catheter. Continuous saline flush was administered and maintained as indicated in the IFU.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that after preparation, the pipeline was delivered and deployed. When approximately 1/3 was deployed, poor opening was observed, so it was resheathed and redeployed. Tip damage was then noted, and the device was retrieved. Placement was completed by replacing it with a new product of the same size. Deployment failure was in the distal stent region. The pipeline was not located in the tortuosity of the blood vessel. Less than 50% of the pipeline had the deployment failure. The stent was resheathed 2 or less times. No kind of operation, such as using another device was done to deploy the stent. The pipeline was resheathed and collected along with the microcatheter. It was removed from the patient's body. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were reported. Ancillary devices include a phenom27 microcatheter. Additional information was received that a fg15160-0615-1s was involved in this event. Additional information was received stating that the patient was undergoing surgery for treatment of a spindle-type ophthalmic(c6) a neurysm with a max diameter of 8mm and a 5mm neck diameter. There seemed to be strong resistance during pipeline delivery or deployment. Although no particular issues/abnormalities were observed in the catheter, it was replaced and a new stent was deployed as a pr ecaution.

Manufacturer narrative:
H3: correction; please disregard the user handle at the end of the product analysis conclusion report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.